Manufacturer narrative:
(B)(4). Insulin pump received with racked reservoir tube lip and minor scratches on display window noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces.

Event description:
It was reported that the buttons on the insulin pump are not responding. Nothing further reported.